Manufacturer narrative:
The field service engineer determined the sample probe was contaminated. The probe was replaced. The customer ran calibration and controls; results were satisfactory. Patient correlation studies were performed and results were satisfactory. The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, many abnormal aspiration and sample short alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with ise indirect na for gen.2 on a cobas 8000 ise module. The first sample initially resulted in a na value of 129 mmol/l and this value was reported outside of the laboratory. The doctor questioned the value. The sample was repeated on (B)(6) 2021, resulting in a value of 135 mmol/l. No corrected report was issued after repeating the sample. The second sample initially resulted in a na value of 129 mmol/l and this value was reported outside of the laboratory. The doctor questioned the value. The sample was repeated on (B)(6) 2021, resulting in a value of 135 mmol/l. No corrected report was issued after repeating the sample. The na electrode lot number and expiration date were requested, but not provided.